Manufacturer narrative:
Based on the information currently available, technical review, and laboratory inspection, although no adverse event was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of damage to coolsculpting unit due to criminal activity at their clinic. Attempted to turn on machine and felt electrical shock then unit had electrical fire and shut down. There was no patient safety impact.

Manufacturer narrative:
Additional data: b5 and h6. The control unit was returned for evaluation. Device evaluation found signs of dried coolant leakage on the exterior and interior of the system, stemming from all-in-one connector, the adapter or an applicator. Upon inspection of the assembly pcb power conditioning circuit, it was noted that it was rendered useless due to having coolant falling onto the board. The board itself shows black residue which indicates the board is burnt. The issue of a spark & slight shock is due to assembly pcb power conditioning circuit being burnt. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of damage to coolsculpting unit due to criminal activity at their clinic. User attempted to turn on machine and felt a slight shock, the unit sparked and then shut off. There was no patient safety impact.

Manufacturer narrative:
H11 corrected data: d1

Event description:
Allergan aesthetics received a report of damage to coolsculpting unit due to crimanal activity at their clinic. Attempted to turn on machine and felt electrical shock then unit had electrical fire and shut down. There was no patient safety impact.